Event description:
A customer reported that the display screen went blank during cvvh treatment using an accura machine. The patient's treatment was discontinued using this device and was resumed on another machine. There was no patient injury or medical intervention associated with this incident.